Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a totally occluded lesion in the proximal to mid right coronary artery with mild calcification. The 3.75 x 12 mm nc trek balloon was prepared per the instructions for use, prior to use. The balloon catheter was advanced for post-dilatation. During the first inflation to 11 atmospheres, a balloon rupture occurred. The balloon catheter was removed without issue. Outside the patient, the balloon was attempted to be inflated and a hole was noted on the balloon. A new nc trek was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.